Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. The initial reporter also notified the FDA on 15 feb, 2022. Medwatch report # mw5107569.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced disconnection. Email verbatim: tubing became disconnected at the last port closest to the patient while being flushed with saline very loose connection at port.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of connection issues. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 2426-0007 lot number 21129012 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07dec2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced disconnection. Email verbatim: tubing became disconnected at the last port closest to the patient while being flushed with saline very loose connection at port.